Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: the keypad was torn and peeling off the pump. The up arrow button had an intermittent response, while the rest of the buttons on the keypad responded properly. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, the display was dim, faded and discolored. Also unrelated, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.